Event description:
The lead aprons are contaminated. One tech wore the apron for 80 hrs: the inside of the thyroid shield gave a reading of 1.80 mr/hr. The ionization chamber test gave a reading of 1.2 mr/hr.